Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer¿s customer stating casters, forks seem to loosen up and start fluttering.